Manufacturer narrative:
This four of four initial/final MDR report being submitted for this complaint with associated MFR# 1226348-2016-00182, 2954740-2016-00301, 2954740-2016-00302 and 3008264254-2016-00086. Catalog# and lot# of device not available, expiration date unknown and UDI unknown. Concomitant products: prowler select plus catheter (606s155fx/16068713), galaxy g3 5x15 coil ((glx123509/s11635); galaxy 6x20 fill (640cf0620/s11514). Lot unknown; manufacturing date unavailable. Based on the information, the event could not be confirmed. The product was not returned for analysis and a device history record review cannot be completed because the lot for the product is unknown. Since the event could not be confirmed and there is no evidence of a manufacturing-related malfunction, no corrective actions will be taken at this time.

Event description:
It was reported by a contact at the user facility that during stent assisted coiling of an unruptured 6 x 4.5 mm middle cerebral artery aneurysm in a (B)(6) year old patient, resistance was experienced when using two galaxy coils (glx123509/s11635 and gly120620/s11514). After successfully placing 23 mm enterprise 2 stent, the surgeon placed a prowler lpes microcatheter (606s155fx/16068713) into the aneurysm. A 5x15 galaxy g3 coil was decided to be placed. After successfully placing and detaching the coil, the surgeon decided to place a 3.5x9 g3 xtrasoft coil (lot# s11635). Upon introducing the coil into the lpes it was noted that there was a fair amount of resistance pushing the coil through the microcatheter. He was however able to successfully place and detach this coil. At this time the surgeon was satisfied with the occlusion of the aneurysm and pulled the lpes out into m1. Upon final angiogram, a slight extravasation in the m3 to m4 distribution was noticed. The surgeon decided at that time to temporarily occlude the m1 with a 6x20 galaxy g3 (lot# s11514) and tried to advance the coil into the mc but it would not advance. After a couple of tries, the surgeon asked for galaxy 6x20 fill (640cf0620). This coil was delivered without issue but not deployed. The surgeon used this coil to slow the flow, but not stop it in the area of question. After 10 mins the surgeon felt the extravasation had stopped and the coil was removed to restore blood flow. Trying to get a new coil to m1 delayed the procedure by 45 seconds. There were no additional interventions due to the reported event. The pusher wire for complaint coil lot# s11635 and the complaint coil lot# s11514 are available for analysis.

Manufacturer narrative:
This four of four final MDR report being submitted for this complaint with associated MFR# 1226348-2016-00182, 2954740-2016-00301, 2954740-2016-00302 and 3008264254-2016-00086 (B)(4). Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. Extravasation is a known potential adverse event associated with the use of the codman enterprise stent , embolic coils and microcatheter and is listed in the IFU¿s as hemorrhage and/or damage to vessels. All products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the available information suggests that vessel/target lesion anatomy and device interaction may have contributed to the reported events. No further actions are required at this time.